Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the up/down button in the infusion device was defective. Infusion device was requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Additional details were not provided.